Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt mentioned around april 10th or 11th pt was 20 feet away where a complex got hit by lightning. Pts stimulator went nuts and they tried to turn itself down and it did not. The pt was getting shocked for it was as if the therapy was on high, it lasted 3 or 4 days then regulated. Pts ins was from t 10 and from there down they were tingling. After the shock wore the pt was not hurting for it had calmed down and felt fine ever since.